Event description:
It was reported that during a pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass procedure, the cooler heater unit was not pumping fast enough. There were no alarms during the malfunction. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.